Event description:
It is reported that a customer experienced high blood glucose of 600 mg/dl. The customer was unable to lower their blood glucose. The customer did not have a tubing clamp to finish trouble shooting. The customer insisted on having their insulin pump replaced. A replacement pump was sent to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.